Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for blood glucose levels. The customer stated that her blood glucose reading was 17 mg/dl and she was in a comatose state when the paramedics arrived. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.